Event description:
Caller alleging receiving a false negative on icon 25 hcg, one lot/patient, urine sample vs a positive on serum quant. Full detailed description: on (B)(6) 2014, a patient came in to physician's office to have iud placement. The physician did a urine pregnancy test, and the result came out negative. Customer stated that control line was good and that they waited a full 3 minute-read time and they had a second person verify the result. No retest was done on this test at that time. About 4 weeks later, patient complaint of discomfort. A quantitative serum test was done an the result came out positive (+) at 163,00 miu/ml, which, according to the customer, is equivalent to about 8 weeks. The lot number of the icon 25 used is l/n (B)(4), exp'n date: (B)(4) 2015. No patient sample was saved because their policy is to keep samples for only 48 hours. On (B)(4) 2014 customer reported that the physician removed the patient's iud and patient is fine. No patient information was provided. No further information available.

Manufacturer narrative:
Investigation pending.